Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. It was reported that there was a recharging issue and difficulty recharging. The patient had been trying to recharge, but was having trouble. The patient had tried with and without the belt, placing the recharging in multiple positions and directions. This had been occurring since (B)(6) 2017. When troubleshooting with patient services, the patient put the recharger head over the implantable neurostimulator site and plugged it into the patient controller. The connection was excellent, and the battery level was 30%. A few days later, the patient wasn¿t sure what she was doing wrong, but noted that the implantable neurostimulator had 50% charge and the patient controller had 40% charge. The patient was having a hard time charging and had been charging for 5 hours. She had charged twice since having the implant. She was getting screen 49 on the patient controller (charging screen ¿ not an error screen). The patient couldn't charge over 40%. Additional information was received from a consumer regarding the patient on 2017-11-17 which reported that the patient was charging, and it was going up. It seemed to be charging well, and the patient inquired if she should charge to 100%. The patient noted that since implant, she does not feel stimulation most of the time, but she thinks that is normal. Sometimes she increases stimulation, so she can feel it then. The patient feels stimulation in the legs. The patient did not say if she was getting pain relief or not. It was reviewed with the patient that she does not need to be feeling stimulation to experiencing pain relief. There were no further complications reported or anticipated. Additional information was received from the patient on 2017-dec-01. It was reported that since they were implanted, their back would hurt when they walk. The patient mentioned that they were implanted for back pain and had arthritis. The patient had been happy with the therapy but thought they could do better if they turned stimulation up. It was noted that the patient couldn¿t walk very far but wanted to be able to walk two miles. It was reported that the patient felt no stimulation and wouldn¿t be able to feel it unless they turned it up, which had been the case since they were implanted. The patient mentioned that they were on group a, p1. The patient stated that they turned it up to 7.5v and could feel stimulation more, but then it would go back to the original settings. It was noted that the patient didn¿t have adaptive stimulation (as) and therefore wouldn¿t be able to tap on p1 and open the settings option. The patient confirmed that they saw the intensity number that they had been on. During the call, the patient increased stimulation to 10v and could feel stimulation, then they wanted to go back down to 8.0v. It was reviewed that if the patient wasn¿t getting pain relief, they could go back to their healthcare provider (hcp) and ask for more programming options. The patient mentioned that their implant battery was getting low and that they were going to charge it. No further complications were reported or anticipated.